Event description:
Rptr indicated a vns pt had lead repositioning surgery due to the lead protruding under the skin in the neck. No devices were explanted. Attempts for additional info are in progress.